Manufacturer narrative:
This device was manufactured before the UDI requirements. The device was returned to zoll medical corporation for evaluation. The device performed to specification. A review of the device log shows the users failed to switch from lead ii view to pad view after applying defibrillator pads, resulting in no ECG signal. Troubleshooting efforts were unsuccessful until a charge was initiated, the device switched automatically to pad view and displayed a signal. The device passed all functional tests, including analysis button. There were no faults found. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a 76-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.